Event description:
Consumer stated that upon removal of her tampon it separated into two pieces, leaving the outer piece in her vagina.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.